Event description:
It was reported by the customer that patient c/o "whooshing" in her neck when PICC line was flushed. Chest x-ray confirmed PICC line had not migrated out of position; PICC removed and inspected and found to have three separate areas where there were cracks in the line and leaked when flushed. Luckily, the patient spoke up and the line was changed so that she may have her chemotherapy. Event was urgent but not life threatening. This cased a delay in her chemotherapy treatment as a new PICC line had to be inserted. No PICC pieces were retained in the patient. X-ray was utilized. The medications were/are : bevacizumab, irinotecan and fluorouracil. It was a power PICC solo 4f and was secured utilizing secure-a-cath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that patient c/o "whooshing" in her neck when PICC line was flushed. Chest x-ray confirmed PICC line had not migrated out of position; PICC removed and inspected and found to have three separate areas where there were cracks in the line and leaked when flushed. Luckily, the patient spoke up and the line was changed so that she may have her chemotherapy. Evet was urgent but not life threatening. This cased a delay in her chemotherapy treatment as a new PICC line had to be inserted. Cracks were all subcutaneous. No PICC pieces were retained in the patient. X-ray was utilized. The medications were/are : bevacizumeb, irinotecan and fluorouracil. It was a power PICC solo 4f and was secured utilizing secur-a-cath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of appicable information, the following was concluded: the complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. A functional test of attempting to infuse water into the returned catheter using a 12 ml syringe revealed no observed leaks throughout the device. A functional test of attempting to pressurize the device with water using a 12 ml syringe revealed no observed leaks throughout the returned powerpicc solo catheter. Because the reported leaks could not be found, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.